Event description:
Patient called back and repeated previously documented information. Patient mentioned they need to charge their controller, needs to put their device in MRI mode and their implant battery died.

Manufacturer narrative:
Updated b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that the device has been turned off for at least a year now because implant battery has reached end of life. Pt stated that the implant was not usable for almost 2 years now and they tried to get a new device, but their insurance company would not pay for it. Pt mentioned they had to go for MRI in their head, and they were hoping if they could get something fax over to imaging center to tell them that their device was 'obsolete'. Agent redirected pt to their doctor and advised to have their doctor call tech services to obtain the MRI eligibility form.